Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed endocarditis and suspected bacteremia. It was also reported that evidence of vegetation was found in the patient's right atrium on one of the intracardiac leads. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.